Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer stated that the heat exchanger was laying on top of the compressor and it melted.